Event description:
It was reported to the manufacturer that the vns pt experienced an infection at the chest site following generator replacement surgery. The pt was prescribed two different antibiotics; doxycycline and keflex. It was indicated that there was swelling and erythema along the incision line, but no drainage was observed at the site. The pt did experience a fever associated with the event. Cultures were taken that resulted in rare staphylococcus species coagulase negative and no anaerobes were found on (B) (6) 2009. The pt returned to the office on 11/06/2009 where the battery was determined to be infected and that there was purulent drainage at the right chest site. Plans were then made to remove the device due to the findings. The physician believed the infection to be related to vns generator replacement surgery. It is unk if there was any manipulation or trauma at the device site that may have contributed to the reported infection. The pt's device has been explanted with no replacement and has been returned to the manufacturer for product analysis.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of the manufacturing records confirmed sterilization for both the generator and lead prior to distribution.